Manufacturer narrative:
Additional information requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. During procedure it was observed that while slitting the catheter, atrial lead had dislodged. The lead was ultimately not used and replaced with new lead. Patient condition was stable.